Event description:
One pt with discrepant troponin t results. Initial result gave 0.336 ug/l; sample repeated twice giving <0.010 ug/l each time. If add'l info is rec'd appropriate notification will be provided.